Event description:
It was reported that the catheter was fractured. The target area was located in the liver. A 135/10 renegade hi-flo kit was selected for use. During the procedure, when the micro catheter was advanced to the patient's blood vessel, it was noted that the mid section of the catheter became fractured. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable. Device evaluated by manufacturer: the device was returned for analysis. The hub, shaft and tip were microscopically examined. This device showed a stretched area located at 36.3 to 39.5cm from the hub. There was a perforation in the stretched area of the shaft that looks consistent of a guidewire perforation located 37.7cm from the hub. The stretching and the perforation looks consistent of a procedural complication. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis.

Event description:
It was reported that the catheter was fractured. The target area was located in the liver. A 135/10 renegade hi-flo kit was selected for use. During the procedure, when the micro catheter was advanced to the patient's blood vessel, it was noted that the mid section of the catheter became fractured. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.